Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for one patient tested on a cobas c 311 analyzer. The patient's initial glucose result was reported outside the laboratory. The customer performed repeat testing with the patient's sample on the same c 311 analyzer. The patient's initial glucose result was "approximately" 200 mg/dl. The patient's repeat glucose result was "approximately" 120 mg/dl. The customer determined the repeat glucose result was correct. The glucose reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service engineer did not find any issues with the instrument. It was reported the customer repeated system maintenance and changed the cells and lamp. The customer confirmed their pipettor was cleaned and there were no issues with the probes. The customer ordered new calibrator and qc and no further issues were reported. The investigation reviewed the system's alarm trace and no abnormalities were found. Based on the provided data, the investigation did not identify a product problem. The cause of the event could not be determined.